Event description:
Boston scientific received information that during an implant procedure, the physician noted lead insertion difficulties and resistance when attempting to insert this right ventricular (rv) lead through the sheath. In addition, the physician reviewed an x-ray and observed a stretched proximal coil on the right ventricular (rv) lead. It was noted that no deformation was found prior to insertion. The physician elected to remove and replace the lead. The attempted lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead were performed and found that the clear ma was torn/separated from the eptfe at the proximal end of the proximal spring electrode and the proximal spring is stretched at this point. The lead body is slightly twisted, appears it became twisted while trying to retract the helix. Laboratory testing also found that there was blood/body fluid noted in the helix housing and confirmed that the lead coils were stretched. The lead was archived at boston scientific.

Manufacturer narrative:
A new lead was successfully implanted. To date, the explanted lead has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.